Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that stated that the patient had a blood glucose (bg) of 500 mg/dl with moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Troubleshooting was completed and the bolus totals do not match with a >5% difference. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1 date of submission 12/13/2016-device evaluation: the cartridge has been returned and evaluated by product analysis on 11/18/2016 with the following findings: evaluation revealed that the last basal delivery was on (B)(6) 2016. The bb shows evidence of rf time out warnings and partial delivery user aborted (meter warnings). Meter was not returned with the pump. The delivered boluses were calculated for (B)(6). The delivered boluses on each day match the tdd bolus history. Pump was exercised for 24 hrs with no eaw's duplicated. Successfully performed a 10 u audio and 10 u normal bolus with no errors. Both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0 u. Pump was paired with test meter and a bolus was successfully delivered from the test meter to the pump with no issues. No hypersensitive or stuck keys were observed on the pump keypad. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).